Event description:
It was reported that this event occurred int he ICU department, during removal of the device. This event involved an (B)(6) female patient; device inserted into the patient's right subclavian area. "A central venous catheter was inserted. The kinked swg was removed". It is unknown whether another attempt was performed, or whether it was successful. There was no delay, harm, complication, death, or injury reported the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.